Event description:
Customer reports two implanted monarch screws, catalog numbers and lot codes unknown, broke. Surgery was performed to remove the top portions of the two screws. The threaded shank portions of the screws remain in the bone. Customer reports that fusion had been achieved.

Manufacturer narrative:
The unidentified polyaxial screws were not returned for eval. Reviews of the device history records cannot be performed as the product codes and lot codes are unk. The devices are intended to be a temporary fixation devices to aid in the process of fusion. Breakage can occur due to delayed union as well as with cyclical loading of the device over time, notches, scratches or bending of the implant during the course of surgery may also contribute to device failure. These precautions are stated in the instructions for use (IFU) supplied with the device.